Event description:
Additional information received reported that the cause of the por was that the battery was too low. It was noted that the battery just needed to be recharged and it ¿acted fine after.¿ it was noted that the patient experienced no symptoms, besides not feeling stimulation and no interventions were planned or taken. The reporter stated that the patient was ¿doing ok¿ and the doctor may send her back to the surgeon for a pocket revision.

Event description:
It was reported that a power on reset (por) message was displayed on one of the patient¿s two implantable neurostimulators (ins¿s). It was noted that the manufacturing representative was able to get a regular recharge screen after he initially saw the por on the recharger and was then able to get eight coupling bars while recharging the ins. It was noted that the patient would have to call patient services once the device was charged in order to clear the por because the ins battery was still too low to allow interrogation with the clinician programmer. It was also reported that the patient¿s second ins displayed a ¿low battery screen.¿ it was noted that the second ins ¿seemed tilted in the pocket site¿ and it ¿seemed like the header portion was protruding out a bit,¿ but the patient was still able to get adequate coupling. It was later reported that the patient had problems recharging her ins for a long time. It was stated that the ins was ¿implanted in a weird position.¿ the patient was disabled and it was difficult to recharge and that was the reason for the ins to be move from back to front. The last recharging session was a month to 5 weeks ago with 6-8 bars. At the physician¿s office, they were able to recharge when the patient was lying flat on the bed, but when she got home, she was unable to recharge. The patient was in pain. The patient believed the ins to be implanted incorrectly. It was also reported that the patient was not able to feel stimulation currently and had a loss of therapeutic effect. The patient was reportedly told by the physician that the ins was ¿cross way¿ in the pocket and ¿healed different.¿ it was note that the patient¿s pain was ¿¿not that bad.¿ however, the patient ¿gave up¿ because she was unable to recharge. It was later reported that the patient was frustrated with the recharging process and that it was too difficult for her to get any coupling bars. The patient had tried to recharge, but had a difficult time getting communication. It was stated that the manufacturer representative had to push very hard to get coupling bars. Both ins¿s were active. It was note that the patient had 3 surgeries. Please refer to mfg. Report # 3004209178-2013-11347, as the patient had two implantable neurostimulators and it was unclear if both were relocated to the front side of the patient.

Manufacturer narrative:
Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostim ulator. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that that right after implant, both of the rechargeable devices were flipping in the pocket. It was stated that this made it difficult to recharge her devices, so she had them changed yesterday to non-rechargeable implants.